Event description:
It was reported that a malfunction alarm occurred with code malf 0. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.